Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Lot: the lot number was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3011370111-2022-00053 and 3008114965-2022-00408.

Event description:
As reported by a healthcare professional, during a stroke case of an 85-year-old female, an emboguard 87, 95cm balloon guide catheter (bg8795u, lot unknown) with a largebore catheter (product/lot number unknown) would not go through emboguard. Per the physician, the devices were set aside and another emboguard and lbc were used of the same size, and those worked. There were no surgery delays due to the reported events. The procedure was successfully completed. There was no patient injury reported.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a stroke case of an 85-year-old female, an emboguard 87, 95cm balloon guide catheter (bg8795u, 0000144400) with a 132cm largebore catheter (ic71132ug, 30532067) would not go through the emboguard. Per the physician, the devices were set aside and another emboguard and lbc were used of the same size, and those worked. There were no surgery delays due to the reported events. The procedure was successfully completed. There was no patient injury reported. Additional information received indicated that the emboguard was also removed with lbc. Position was easily regained with new set up. The catheter was stuck before or the middle section of the device. There was no evidence of physical material within the device. There was no difficulty removing the devices from the patient. A continuous flush on the microcatheter was maintained. No excessive force was applied to the device the initial examination of the returned emboguard device identified flattening of the shaft between approximately 90mm and 175mm from the distal edge of the strain relief. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. Visual inspection of the returned lbc identified flattening between approximately 102mm and 115mm from the distal tip. The returned emboguard device was successfully inflated and deflated as per the procedural steps in the IFU, confirming that the ability of the balloon to inflate and deflate was not impacted by the flattening present. A minimum ID check of the emboguard device confirmed that there was a restriction in the main lumen of the device at the location of the shaft flattening (90mm from distal edge of strain relief) as the ball gauge could not be advanced past this point without resistance. The emboguard device was advanced to the right ica in an anatomical model and balloon inflation/deflation was successfully completed. In this setup a lbc and dilator could not be advanced past the location of the flattening on the device. A guidewire passed through the entire bgc main lumen. Since detailed data on the anatomy and the procedure was not available (i.e. Device position, ancillary devices used, anatomical access, procedural step at which the flattening was observed) a benchtop event recreation was not possible. The returned emboguard device shows visible damage (flattening) between 90mm and 175mm from the distal edge of the strain relief. The complaint event description reported that a large bore catheter could not be advanced through the emboguard bgc. The emboguard device shows no sign of other damage or deformation as a result of the complaint event. The returned emboguard device did not pass a minimum ID check using a ball gauge, as the flattening present prevented the ball gauge from advancing through the entire bgc main lumen. The returned emboguard device was successfully inflated and deflated in a straight configuration and in an anatomical model confirming balloon inflation/deflation was not impacted by the flattening present. Since detailed data on the anatomy and the procedure was not available (i.e. Device position, ancillary devices used, anatomical access, procedural step at which the flattening was observed) a benchtop event recreation was not possible. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, d9, g3, g6, h2, h3 and h10. Section b5: the lot number for the 132cm large bore 71 catheter is 30532067. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, h10 and concomitant products. Section b5: additional information received indicated that the emboguard was also removed with lbc. Position was easily regained with new set up. The lot number for the emboguard is 144400 and the product number for the largebore catheter is ic71132ug. The catheter was stuck before or the middle section of the device. There was no evidence of physical material within the device. There was no difficulty removing the devices from the patient. A continuous flush on the microcatheter was maintained. No excessive force was applied to the device. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.